Event description:
Brush heads come off while brushing / cracked, loose in mouth - oral-b [device breakage]. A pink ring, but it doesn't fit well - oral-b [device physical property issue]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads came off of the oral-b toothbrush handle, type 3776 while brushing and were cracked, loose in her mouth, and there was a pink ring that did not fit well. No injury was reported. 19-nov-2024 follow up via pictures: the concomitant product was oral-b toothbrush handle, type 3767. The concomitant product lot was 5cb32410907. No injury was reported. 21-jan-2025: case update from information initially learned on 31-dec-2024: the suspect product was discarded. 21-jan-2025 case update: the concomitant product was oral-b rechargeable toothbrush handle 3776 ioseries5 g5. No injury was reported.

Manufacturer narrative:
31-dec-2024, case update: complained product will not be not available.

Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Brush heads come off while brushing / cracked, loose in mouth - oral-b [device breakage]. A pink ring, but it doesn't fit well - oral-b [device physical property issue]. Case narrative: female consumer via phone reported that the oral-b toothbrush heads came off of the oral-b toothbrush handle, type 3776 while brushing and were cracked, loose in her mouth, and there was a pink ring that did not fit well. No injury was reported. 19-nov-2024 follow up via pictures: the concomitant product was oral-b toothbrush handle, type 3767. The concomitant product lot was 5cb32410907. No injury was reported.